Event description:
The report from the field indicated the felt the device was oversensing. No further information was reported, and as well, no patient complications been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without the device serial number, the manufacturing date cannot be determined.